Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 785 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2019 at morning. The customer was treated with insulin intravenously and saline. The insulin pump will not be returned for analysis.